Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "inside capsule rupture". Later healthcare professional reported "implant rupture", "capsular contracture baker grade ii". This record is for the left side. Device remains implanted.

Event description:
Patient reported "inside capsule rupture". Later healthcare professional reported "implant rupture", "capsular contracture baker grade ii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "inside capsule rupture". Later healthcare professional reported "implant rupture", "capsular contracture baker grade ii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on jun 03, 2026, with lot number 2118726. Per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed, broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and stress marks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.